Event description:
It was reported that during monthly leak test carried out by equipment manager in department, the cardiosave intra-aortic balloon pump (iabp) units leak test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that there was a leak in the safety disk. The fse cleaned the connections with the o ring and greased them with new vacuum grease. The unit passed the manifold and leak test.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.